Event description:
Patient presented to the physician with an exposed stimulation lead at the neck that had been cut by the patient. Physician brought the patient into the or and removed the cut stimulation lead and placed a new lead. This resolved the issue.